Manufacturer narrative:
Inspection of the subject parts and imaging provided show signs of wear on the underside or interfacing side due to tightening and manipulation in use. It is possible that the locking cap was not final tightened, which would cause insufficient locking and cause the rod to slip when loaded. Additional possible causes include the rod not being fully captured in the screw head, excessive compressive forces, or off-axis tightening. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision surgery was done for a rod that had migrated post-operatively.